Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product part#102456408 / lot#m2729t combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product part#102456408 / lot#m2729t combination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: did the surgeon confirm no impact to functionality by size change from 8mm to 7mm? Yes.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a surgery via uka for oa of the knees. Anesthesia was administered for nearly an hour, and the procedure was started on the left leg. After the procedure was completed without any problems, the right leg was treated. When the real implant was inserted, 8 mm insert in question was not able to be fitted to the implant. Thinking that soft tissue or bone fragments might be trapped, the area of the insert where it engages with the implant was cleaned and insertion of the insert was tried several times, but it did not go well. Therefore, the surgeon inserted 7 mm implants instead and completed the procedure. The surgeon said using 7 mm implants was never a bad thing because the 8 mm implants were a little tight. The surgery was completed successfully with approximately 30 minutes delay. After the surgery, the insert in question was checked. There was a scratch at the posterior of the insert, where it engages with the rail, and a slight ridge. There was also a scratch on the anterior of the insert, but the surgeon said that the scratch on the anterior was probably caused by the repeated act of hammering the insert while the insert was not fully engaged with the lane. No further information is available.

Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4), (B)(4) is being retracted since it was found to be a duplicate of (B)(4) (mrn for the product to remain). (B)(4) will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation (nc search) was performed for the finished device product code: 102456408, lot -m2729t and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code: 102456408, lot -m2729t and no non-conformances / manufacturing irregularities were identified.